Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device was able to secure the burr device however did not have rotation. The assignable root cause was determined to be due to debris build-up inside the device from normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during engineering evaluation, it was discovered that the attachment device had no rotation. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.